Event description:
The bite block used in this intubated pt had cracked and had been dislodged from its proper position. It had migrated distally, possibly to the oropharynx. It was coughed out by the pt approx one minute following extubation. Potential for aspiration and choking or, if swallowed, intestional obstruction.